Event description:
It was reported that the insulin gauge was inaccurate and static. Reportedly customer reused insulin from a previous cartridge. Tandem technical support educated the customer of cartridge and insulin labeling. Customer loaded a new cartridge to resolve the issue. Customer¿s blood glucose level was 163 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: residual insulin remaining in the cartridge is unusable.